Manufacturer narrative:
(B)(4). Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 63 (variable 3) was confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure. Customer reported customer did the self test and received hardware low level failure alarm. Customer was able to clear the alarm. Customer was able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.